Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances, connection issue, and damage in the rv port of the device header.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms when it was connected to this implantable cardioverter defibrillator (ICD). Troubleshooting was performed, however, it was unable to resolve the high shock impedances. It was noted that the rv lead wouldn't fit in the header, and the physician saw something in the port of the header. This ICD was removed and replaced prior to pocket closure. When the rv lead was connected to the new ICD, the shock impedances were still out of range. The physician elected to surgically abandon and replace the rv lead, which resolved the issue. The physician suspected that the rv lead may have been fractured with the plasma blade or upon insertion into the new ICD. No additional adverse patient effects were reported.